Event description:
Procedure was a pvi ablation using the farapulse system. Patient was put under general anesthetic. The faradrive was flushed and prepped properly without any issue. Transseptal puncture was done as per usual but as an off-label use of the faradrive sheath. Faradrive sheath and dilator are tented against the fossa ovalis and a baylis protack pigtail wire is loaded in the sheath. The protrack wire is exposed approximately 1 mm and was cauterized to cross the fossa ovalis (almost like an off label versacross connect). Pigtail wire and sheath and dilator are crossed to the la uneventfully. Heparin was given as per hospital protocol. Wire and dilator were removed while the faradrive sheath was left in the la. Running flush was attached and physician aspirated and flushed using 20 cc syringe. 31 mm farawave catheter was flushed and prepped as per usual. Rosen guidewire was inserted, and the catheter was exercised in different shape configurations. Running flush was attached as well and left wide open. Guidewire was pulled back until it was flushed against the tip of the catheter. Physician and ep fellow inserted the catheter into the sheath. As physician was aspirating and flushing the sheath, physician noticed bubbles in the sheath. The physician aspirated multiple times and the bubbles were still present within the sheath unable to get rid of them. Fellow said to remove the catheter and assess the sheath aspiration without the catheter. Physician aspirated the sheath and no bubbles were seen. Catheter was reinserted with the guidewire pulled back against the tip of the catheter and aspiration was done and bubbles appeared in the sheath again. Unable to properly aspirate the sheath. Fellow noted that there might be an issue with the hemostatic valve. Physician and fellow requested for a new sheath. Catheter was removed. Protrack was reinserted into the la. Faradrive sheath was removed. New sheath was given and was flushed. Faradrive sheath and dilator were inserted back into the la through the protrack wire. Dilator and protrack wire were removed. Running flush was attached to the faradrive sheath. Farawave catheter was inserted, and physician aspirated the sheath. No air bubbles were seen during this aspiration and flushing. Procedure was completed without any issues. Patient was awake and well post-procedure. No patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter first name: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial reporter first name: (B)(6). The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
Procedure was a pvi ablation using the farapulse system. Patient was put under general anesthetic. The faradrive was flushed and prepped properly without any issue. Transseptal puncture was done as per usual but as an off-label use of the faradrive sheath. Faradrive sheath and dilator are tented against the fossa ovalis and a baylis protack pigtail wire is loaded in the sheath. The protrack wire is exposed approximately 1 mm and was cauterized to cross the fossa ovalis (almost like an off label versacross connect). Pigtail wire and sheath and dilator are crossed to the la uneventfully. Heparin was given as per hospital protocol. Wire and dilator were removed while the faradrive sheath was left in the la. Running flush was attached and physician aspirated and flushed using 20 cc syringe. 31 mm farawave catheter was flushed and prepped as per usual. Rosen guidewire was inserted, and the catheter was exercised in different shape configurations. Running flush was attached as well and left wide open. Guidewire was pulled back until it was flushed against the tip of the catheter. Physician and ep fellow inserted the catheter into the sheath. As physician was aspirating and flushing the sheath, physician noticed bubbles in the sheath. The physician aspirated multiple times and the bubbles were still present within the sheath unable to get rid of them. Fellow said to remove the catheter and assess the sheath aspiration without the catheter. Physician aspirated the sheath and no bubbles were seen. Catheter was reinserted with the guidewire pulled back against the tip of the catheter and aspiration was done and bubbles appeared in the sheath again. Unable to properly aspirate the sheath. Fellow noted that there might be an issue with the hemostatic valve. Physician and fellow requested for a new sheath. Catheter was removed. Protrack was reinserted into the la. Faradrive sheath was removed. New sheath was given and was flushed. Faradrive sheath and dilator were inserted back into the la through the protrack wire. Dilator and protrack wire were removed. Running flush was attached to the faradrive sheath. Farawave catheter was inserted, and physician aspirated the sheath. No air bubbles were seen during this aspiration and flushing. Procedure was completed without any issues. Patient was awake and well post-procedure. No patient complications. The device is expected to be returned for analysis.